Event description:
It was further reported by the patients healthcare professional that the cause of the event was magnetic interference. The event was attributed to the lead. The patient underwent replacement on 2011 (B)(6) (which is conflicting information and could not be verified as the replacement date given doesn't correlate to the event date or implant date). The patient was hospitalized for the event. The outcome was noted as no injury.

Event description:
It was reported the patient was having a problem with both leads. It was stated the patient was getting shocked and wanted the system checked. It was reported the implantable neurostimulator (ins) had moved in the pocket. Reportedly, the patient went into a warehouse with a strong magnetic field and it caused the ins to move from the current pocket location. It was stated this caused pain and the patient was not feeling well so they went to the emergency room, the patient then went home to sleep and was in pain all night. The next day they went back to the emergency room because the patient was again in pain and not feeling well. The patient had a CT scan done but the healthcare provider (hcp) did not want to do surgery to move the ins back in place because he would have to again once the battery was depleted. It was reported it was unknown if impedance tests were performed or interventions planned. Reportedly the patient was doing well and back at work.

Manufacturer narrative:
Concomitant: product ID neu_unknown_lead, (B)(4), product type lead, product ID neu_unknown_lead, product type lead. (B)(4).